Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer? Investigation summary : the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the vstas1 device was returned with the spray and drip tip broken and attached to the syringe holder with the pre-filled syringe empty. In addition, two airless spray tips were returned along with the instrument. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the adapter may be excessive external load placed on the device. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. .

Event description:
It was reported that a patient underwent a face lift procedure on (B)(6) 2023 and a fibrin sealant preparation device was used. After using the product on one side of the patients face surgeon wanted to use on the other side but the product had started to harden in the tip. When attempting to unscrew the tip it seemed to be stuck and then the tip broke. Same product was able to be used to complete the procedure. There were no adverse consequences for the patient. Additional information was requested

Manufacturer narrative:
Product complaint # ==> (B)(4) h6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Not a new user, staff uses it routinely with other docs 2. Were there any unexpected outcomes or complications as a result of the event? No 3. Are there pictures of the damaged device available? I have the product to send back 4. Confirm if the device was purged of air prior to installing the dual applicator. Yes additional information: d4¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: 3053298 and 3053298 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) additional information: h 6. Type of investigation a manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: d4, h4 ¿ the actual device batch number associated with this event is not known. The following are the possible batch numbers: batch 3232457 mfg date: september 1, 2022, exp date: september 2, 2027 batch 3228323 mfg date: august 25, 2022, exp date: august 26, 2027 this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.